Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with no cartridge present. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the right the staple formation was conforming, however when fire in the left and center position the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a radical cystectomy procedure, the articulation does not articulate to the left. A device was used to complete the case. There was no patient consequence.